Event description:
A zoll distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon eval, the red (can h) wire was open inside the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.